Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced dysuria, urinary tract infection, discomfort, chronic back pain, urge and stress urinary incontinence, overactive bladder and incomplete bladder emptying. It was also reported that the plaintiff allegedly experienced recurrence of symptoms. Furthermore, it was reported that the plaintiff died. The cause of death was reported as drug intoxication with oxycodone, doxylamine, carisoprodol and quetiapine. Related to MFR # 3011770902-2016-00103, 3011770902-2016-00104.